Event description:
It was reported that the patient experienced a loss of therapeutic effect. Additional information later received from the hcp reported that the battery was malfunctioning and depleted, leading to an increase in nausea. The battery was replaced, and it was reported that there was no patient injury.

Manufacturer narrative:
Lead: model 435135, (B)(4), implanted: (B)(6) 2006, explanted: unknown. Lead: model 435135, (B)(4), implanted: (B)(6) 2006, explanted: unknown.